Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the customer's statement is confirmed as valid after evaluating the device. The inspection of the skull clamp reveals that the clamp exhibits a loose swivel locking mechanism; consequently, proper fixation of the patient's skull cannot be guaranteed. To adjust the swivel locking mechanism, new components must be installed, the ratchet requires adjustment to set the locking mechanism, and the round-head screw and the modified screw must be replaced, as they are screwed into one another and have become splayed. The groove and screw of the toggle lever must be renewed, as they are peened and can no longer be used. The base of the skull clamp exhibits worn internal threads in the center of the starburst teeth, and as a result, proper fixation of the adapter is not possible, and stable positioning of the patient's skull cannot be guaranteed. The base must be machined and fitted with inserts to accommodate heli-coil thread. The piston cap features damaged threads, the piston pin cannot be screwed in properly; consequently, the ratchet arm lacks a stable hold, and the piston cap must be replaced. To resolve all issues, the base casting of the skull clamp was machined, the heli-coil threads were inserted, the device was cleaned, and the piston cap was refurbished. Additionally, the internal components of the skull clamp were replaced to calibrate the device in accordance with the manufacturer's specifications and to clean the clamp's swivel locking assembly. Upon completion of the assembly, including calibration, the skull clamp underwent a successful functional test to meet manufacturer specifications. Root cause - the complaint is confirmed via inspection of the unit. The swivel lock was loose and required replacement of worn and damaged parts; the clamp base had worn internal threads in the center of the starburst; the piston cap had damaged threads preventing a stable hold of the ratchet extension; and the unit needed replacement of worn and damaged parts. The probable root cause is routine wear and rough handling of the unit. No further corrective action beyond these repairs is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
This is 2 of 2 reports linked to mfg report number 3004608878-2026-00053: a facility reported that during surgery, the mayfield modified skull clamp (a1059) loosened twice while drilling into the patient¿s skull. The issue occurred intraoperatively, while the device was in use to secure the patient¿s head. The mayfield clamp was retained as the surgery was already underway, and the surgical procedure was completed without changing the device. There was no injury or increased surgery time.